Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished pse45a with lot number v95622, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, could not reverse knife. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.